Event description:
The clinician reported that the patient's increased seizure-rate was lower than their pre-vns seizure rate. They indicated that the breakthrough seizures were unusual because she had not had a seizure in 6 months and had been doing very well. The mother reportedly used the magnet during the seizure but says she also was not able to use it as quickly as she normally does and it did not work as well as usual. As a result of the seizure the patient's autostimulation heart-rate detection threshold was decreased. Diagnostics were okay no further relevant information has been received to date.

Event description:
Physician had been implanted with vns for more than six months and had been doing extremely well. Patient went six months seizure free with vns. But patient had breakthrough seizures on two consecutive days. Patient's generator was interrogated and the physician received 3 error messages.: generator at eos, not supplying stimulation, replace immediately, disabled due to error code 255 and high lead impedance. Patient was doing well for 6 months since implant and then had breakthrough seizures . Device was disabled and mom denies trauma to vns site. Ap neck and chest x-rays were reviewed. The generator was located in the patient¿s upper left chest. The connector pin could not be seen coming through the second connector block due to the angle of the image. Therefore complete pin insertion could not be verified in the images provided. The filter feedthru wires were confirmed to be intact. The cause of the reported high impedance could not be determined based on the images provided. Review of the tablet data identified that the end of service , high impedance and device not supplying stimulation messages may have been incorrectly displayed. It was determined that some response packets received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets. The m3000 software does not validate the length of packets returned from the ipg via the wand. In these instances, this resulted in the software incorrectly calculating several parameter values or device status checks. This has manifested through incorrect/corrupted therapy parameter values, false high impedance warnings, and false eos statuses. While the root cause of these issues likely lies outside the m3000 software, validating the length of these packets would prevent such communication errors from propagating to the user interface and potentially resulting in the user to make misinformed decisions. The suspected software event is reported in MFR. Report # 1644487-2019-00363. Additional relevant information has not been received to date.